Manufacturer narrative:
(B)(4). The insulin pump was received with blank display due to corroded battery tube. Unable to perform operating currents, self-test, unexpected error test and displacement test due to blank display. Unit had broken battery cap, cracked battery tube threads.

Event description:
The customer reported via phone call that the battery compartment threads and casing had crack and broken off pieces. Customer's blood glucose level was 190 mg/dl. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.